Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the leadless implantable pulse generator (ipg) exhibited high thresholds. Upon further investigation, it was noted that the thresholds had been increasing since implant, and were also varying. It was also observed that the r-wave had dropped. Programming suggestions were made, however, the physician opted to monitor the device for now. The device remains in use. No patient complications have been reported as a result of this event.